Event description:
It was reported that the physician implanted a helex septal occluder to close an asd (atrial septal defect). The asd measured 8-12mm by balloon sizing. A 30mm device was chosen for the patient. There was some questions as to the position of the right disc against the septum. The device was left implanted and on x-ray follow-up the next morning the device had embolized to the ascending aorta where it was successfully removed with a snare. A competitor device was then attempted but the right disc would also not sit flush against the septum, so it was removed and the patient will be referred for surgical closure. The explanted device was discarded. The patient was doing well following the transcatheter procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.